Event description:
Info received indicates the foot end casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician replaced the brake activation weldmont; the brake caster and a brake/steer upgrade kit to repair the bed.